Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as received motor errors on insulin pump. The customer¿s blood glucose level was 445 mg/dl at the time of incident and current blood glucose level was 337 mg/dl. Customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. The device will be returned for analysis.